Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was reported via fax the tip of the screwdriver broke off during surgery. According to the fax, the pt was not impaired. The surgery was finished using an alternative device.